Event description:
During a routine hemodiaylsis treatment, the cycler displayed high venous pressure alarms as the patient's venous needle was not patent. The caregiver did not manually rinse back the patient's blood in a timely manner, which resulted in a 210cc blood loss as the cartridge circuit had clotted. No medical intervention was required.